Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that there was a localized edema of the brain. No environmental, external, or patient factors were reported to have contributed to the event. No actions or interventions were taken yet to resolve the issue. The issue was not resolved at the time of the report. No further complications were reported with this event. Additional information received from a manufacturing representative (rep) indicated they did not know if the edema was confirmed via diagnostic imaging or the cause of the edema. The last thing they knew was that the patient was doing better and no interventions were planned at this time. It was unknown if the event was completely resolved or not. Additional information was received on 06/26/2019 from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the edema was confirmed via CT scan and thought to be due to the device/procedure. The patient was given steroids, and had since returned to clinical baseline. No further complications were reported or anticipated with this event. Refer to manufacturer report 3007566237-2019-01326 for details pertaining to the related reportable event.